Event description:
A customer reported false high troponin I plasma results on two pt samples. The same pt samples were repeat tested in duplicate and gave normal troponin I results. Elevated results of the magnitude obtained might initiate unnecessary clot lysis therapy or a cardiac catherization. There was no report of pt harm as a result of this event.